Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been rec'd and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The nurse gave medication (kytril) into the distal smartsite port on the set. When she removed the syringe, the blue piston stayed stuck down and started to leak. After about 3 minutes, the piston popped up and returned back to its original position. It was noted that the piston was then whitish in color. The set was changed out. This event was documented at the hospital as a central line violation. There was no patient harm or medical intervention. The customer stated that no further patient or event info is available.